Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd bactec¿ fx, instrument top, packaged acquired false positive results. There was no patient impact reported. The following information was provided by the initial reporter, translated from japanese to english: false positives in a drawer.

Event description:
It was reported that bd bactec¿ fx, instrument top, packaged acquired false positive results. There was no patient impact reported. The following information was provided by the initial reporter, translated from japanese to english: "false positives in a drawer."

Manufacturer narrative:
H6: investigation summary: the complaint alleges false positives on drawer a were observed on the instrument bactec fx catalog number 441385, serial number ft9247). The bd field service engineer was dispatched and performed detaching the rack in the drawer and later attached, also followed up and observed no errors occurred, thus resolving the issue and the instrument is working properly. This is the confirmed complaint of the bd product and the root cause is attributed to the poor contact between the rack and the board. No parts were replaced as part of the complaint and no samples were returned and thus returned sample analysis cannot be performed. Review of device history record for instrument is not required because this complaint does not allege an early life failure or failure at installation. Service history review was performed for the instrument and there were no additional work order related to this failure mode. No new or modified risks have been identified.